Manufacturer narrative:
The event for heat was duplicated by the technician through functional evaluation. Disassembly and visual inspection by the technician noted that the components were corroded including the bearings.

Event description:
It was reported that during a surgical procedure at the user facility, the device caused a burn on the inside left cheek of the patient of about 1 to 2 cm in size. The procedure was completed successfully, however, stitches were applied inside the cheek. Betadine disinfection and iced saline were applied internally and externally to the cheek.

Event description:
It was reported that during a surgical procedure at the user facility, the device caused a burn on the inside left cheek of the patient of about 1 to 2 cm in size. The procedure was completed successfully, however, stitches were applied inside the cheek. Betadine disinfection and iced saline were applied internally and externally to the cheek.